Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Inner package on implant not sealed.

Manufacturer narrative:
An event regarding an unsealed inner blister of a triathlon prim tib baseplate - cemented was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirmed the event. The device was returned with an unsealed inner blister. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. Based on the part orientation and product returned, it was determined that the sheet of (B)(6) material was misaligned towards the location of the roll stock. It is unclear at this time why the lid appears to have reverted back towards the roll stock, but it is believed the operator tensioned the material too much, thus pulling the material back slightly towards the stock. This may have occurred during a roll change or splice in which the operator would have missed feeding the roll forward. In addition, all parts from this lot were billed and shipped with no further complaints received. Based on this, the equipment cycle operation, and in-process testing, it could not be greater than this one product.

Event description:
Inner package on implant not sealed.